Event description:
Faulty needle. Patient was checked-in to (B)(6) for covid-19 vaccine. The vaccinator was administering a dose, he noticed the vaccine dripping out from the needle and syringe connection. The vaccinator stopped injecting. When the vaccinator pulled out the syringe, the needle with the orange end remained in the patient, disconnected from the syringe. Vaccinator notified team lead, lpo, and oic. Patient was given a full dose after the incident. Patient safety report was submitted under (B)(4). Shot #1 given at 1353, shot #2 was given at 1400 where: 2e01, deck 2 faulty needle ( lot number: 20ib0 exp: 20250904) aiou needle retractable safety syringe with needle 1ml 25gx1. Please note: this is from pfizer covid-19 ancillary supply kits and not purchased by (B)(6). FDA safety report ID# (B)(4).